Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 54mm abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as the diameter of the proximal neck is 20mm. The proximal neck length by centerline is 28mm. The diameter of the right common iliac is 9mm. The diameter of left common iliac is 9mm. It was reported that during the index procedure a final angiogram revealed a type ia endoleak. An endurant cuff was added to resolve the endoleak. The procedure was completed successfully. Approximately seven days post index procedure and during a routine follow up a CT discovered an unknown endoleak. The physician noted a possible type iii or type IV right at the flow divider. Approximately thirty days post index procedure, a CT revealed that the endoleak was resolved. No clinical sequelae were reported and the patient is doing fine. A review of returned pre-implant films and a drawing showed that the neck was moderately angulated and contained thrombus and calcification. Both iliac arteries were also calcified. Cta's 7 days post-implant showed contrast within the sac. From the initial images the endoleak appeared to be a type IV, however, after further interrogation of the endoleak with the injector, appeared to be a type iii fabric endoleak. The injector was able to penetrate across the ipsi limb stent graft fabric near the flow divider. The cause of the fabric hole could not be determined. Images during implant were not provided.

Manufacturer narrative:
(B)(4). Method: films. Results: endoleak. Angulated and calcified neck. Cause is unknown. Conclusions: endoleak. Angulated and calcified neck. Cause is unknown.